Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: on investigation, the pump powered up to the verify screen with auditory and vibratory features. The keypad button cover was peeling from the base while all the buttons responded properly. Removal of the button cover did not find any contamination under the button contacts. A battery compartment crack was observed on the side of the compartment extending from the threads down towards the case seal. (B)(4).

Event description:
The pump was returned for investigation. Investigation found that the battery compartment was cracked. This report is made based on the results of investigation completed on (B)(6) /2015.